Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that during surgery, the outer sleeve and inner threaded shaft of a cage holder couldn't be dismantled. The instrument has to be dismantled before cleaning and sterilization. The spare cage holder that was in the sterilization unit and another newly ordered cage holder to replace the first one also failed when sterilization staff put the instruments into the set. No consequence to the patient. This complaint, (B)(4) was created to capture the two backup cage holders that failed when sterilization staff put the new instrument into the set while (B)(4) was created to capture the intra-op event. This complaint involves two (2) devices. This report is for one (1) holder short f/cervios+syncage-c short. This is report 1 of 2 for (B)(4).